Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation of a reported oxygen sensor calibration issue. During remote evaluation, the service technician indicated an error code e-344 occurred. No harm or injury was reported. The valve, three-way solenoid required replacement to address the issue. All necessary checks were carried out to certify the restoration to the condition prior to the breakdown.

Manufacturer narrative:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation of a reported oxygen sensor calibration issue. During remote evaluation, the service technician indicated an error code e-344 occurred. No harm or injury was reported. The valve, three-way solenoid required replacement to address the issue. All necessary checks were carried out to certify the restoration to the condition prior to the breakdown. The product investigation laboratory (pil) received a trilogy evo solenoid valve with the allegation of device failed active exhalation verification test during preventive maintenance. Pil tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. Pil was unable to confirm a failure of the solenoid valve.